Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the location of the fixation tab breakage, the initiation or termination end? Initiation. What layer of tissue was being sutured when the fixation tab broke off? Fascia. Did the operating surgeon observe any suture deficiency or anomaly before, during or after its use in the patient? No. He mentioned that he "could have inadvertently snipped it" was there any damage to the tissue? No. During the visual inspection of the sample it was noted that the fixation tap of the suture was damaged, but the nucle tab was in good condition. In addition, the nucle of tab have marks, that appears to be from a needle holder. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. To seat the fixation tab, pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab.

Event description:
It was reported that the patient underwent a supracervical hysterectomy procedure on (B)(6) 2016 and a barbed suture was used. During closure, the fixation tab broke at initiation. The doctor opined that he could have inadvertently snipped it. Another like barbed suture was used to complete the fascia closure. There were no adverse patient consequences reported.